Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed, moderately calcified, moderately tortuous distal and proximal lesion in the right coronary artery (rca). Pre-dilatation of the distal and proximal rca was performed with an unspecified balloon dilatation catheter. A 3.5 x 38mm xience alpine was placed at the distal rca lesion with a non-abbott guide catheter extension without issue. Then the 4.0 x 38mm xience alpine was advanced to the lesion through the guide catheter extension. The guide extension catheter was pulled back and the xiecne alpine was inflated to 8 atmospheres. However, a third of the proximal balloon was not expanded, because the guide catheter extension was not fully pulled back. The stent was partially deployed, the proximal end was not expanded. The distal tip of the guide catheter extension was on the balloon of the sds. An attempt was made to remove the guide catheter extension; however the catheter was stuck with the stent and the vessel wall. The catheter and the sds were removed from the patient body with extra force. The shaft of the guide catheter extension was separated. The physician thinks that the stent implant and the balloon might be stretched. The 4.0x38 mm alpine stent remains implanted. The procedure was completed without additional treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation issue and stretched shaft were confirmed. The damaged stent could not be confirmed as the stent was not returned. The difficulty deploying the stent, difficulty removing the device, and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system, electronic instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. The IFU also states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional information received: when the stent delivery system (sds) was removed; the separated guide catheter extension was removed with the sds.